Event description:
It was reported after routine ICD change-out increased capture threshold, decreased impedance and decreased sensing were observed. It was suspected that the lead insulation was punctured during ICD change-out. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received. A partial lead with the connector pin measuring 14.0cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.